Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 would not cut the branches. The hemopro 2 extension cable was changed out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to (B)(4) for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. Since this is an OEM supplied device, a lot history review is not applicable. Internal complaint number - (B)(4).